Manufacturer narrative:
(B)(4). The customer report of a cracked juncture hub was confirmed by visual inspection of the customer supplied photo and sample received. The customer provided one photo for analysis. The complaint of a crack in the juncture hub was confirmed by the photo. The customer returned multiple components of a PICC kit, including one 2-l catheter, guide wire assembly, needle, and product lidstock for analysis. No definite signs of use were observed. Visual analysis revealed that the juncture hub of the catheter contained a hole. The edges of the hole appeared to be jagged. Due to the hole, a portion of the catheter extrusion was exposed within the juncture hub. Functional analysis was performed per the instructions-for-use (IFU) provided with this kit which instructs the user, "flush lumen(s) with sufficient volume of solution to completely clear blood.". Both lumens were flushed using a lab inventory syringe, and both flushed as intended. The returned catheter was then tested per bs en iso which states that there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso. The catheter was connected to lab leak tester (leak tester: ref-002902) and pressurized to 300 kpa for 30 seconds (timer: ref-003150). No leaks were observed from any region of the catheter. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "catheter that at the moment of inserting and purging again it is observed that it is broken in the and where the two lines divide". A new catheter was inserted. The patient "had no negative consequences".

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported "catheter that at the moment of inserting and purging again it is observed that it is broken in the and where the two lines divide". A new catheter was inserted. The patient "had no negative consequences".